Manufacturer narrative:
(B)(4). On (B)(6) 2018, arjo received information about an incident related to the maxi sky 600 ceiling lift and the clip sling maa4100-l. The issue occurred in (B)(6) located in (B)(6). Following the complaint's description, while the staff members were lowering a resident ((B)(6) years old male, weighting (B)(6)) to a wheelchair, one of 4 sling's clip broken and the resident dropped into the wheelchair from height approx. 4 inches. No injury was sustained. The inspection of the involved ceiling lift and the sling performed by the arjo representative revealed that the clip was broken aslant (from right side to lower bar). The claimed sling was manufactured in mar 2005 and exceeded its labelled lifetime. The clip sling instruction for use (IFU max81687-int rev. 2 from apr 2004) states "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from date of manufacture." After this time, the sling should have been discarded and should not have been used. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (clip broken). Based on analysis of previous complaints, a breakage of clip is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. The force needed could come from a steam-powered washing press, or similar, combined or followed with a sharp blow of mechanical force. As per IFU: "mechanical pressure should be avoided during the washing and drying procedure. "Washing and drying temperatures must not exceed 80°c (176°f). Wash using normal detergents, do not iron." To conclude, damage to the clip is not likely to have occurred during or due to on-label use. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. Sum up, while the incident occurred the ceiling lift device (maxi sky 600) and the clip sling was being used for patient transfer. The sling and the lift which work as a system were not up to the manufacturer's specification because the sling clip was broken. Complaint decided to be reportable based on the potential of serious injury if the incident would to re-occur.

Event description:
On (B)(6) 2018, arjo received information about an incident related to the maxi sky 600 ceiling lift and the clip sling maa4100-l. The issue occurred in (B)(6) located in (B)(6). Following the complaint's description, while the staff members were lowering a resident ((B)(6) years old male, weighting (B)(6)) to a wheelchair, one of 4 sling's clip broken and the resident dropped into the wheelchair from height approx. 4 inches. No injury was sustained.